Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient device check confirmed multiple treated events which appear to be inappropriately treated atrially driven events. The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.